Event description:
In 2008, boston scientific corporation was informed that during a procedure, when the physician inserted the radial jaw 4 biopsy forceps in the endoscope, it was noted on the "tv monitor" that the spike was "bent" and "looking out between the biopsy cups". The forceps were removed, however, they damaged the endoscope's "working channel". Another of the same device was used to complete the procedure. Patient is "stable".